Event description:
It was reported that the patient was transported via ems (emergency management services) to the ER (emergency room) with hypoglycemia. Patient called back later and reported their bg (blood glucose) levels were actually high, and that the patient's dexcom cgm (continuous glucose monitor) had provided incorrect bg readings. No specific bg levels, symptoms or treatment was provided. Due diligence attempts to reach patient and gather further information were unsuccessful. The patient was released within 3-4 hours. The pod was removed at the ER. Dexcom was notified of cgm issue reported by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.